Manufacturer narrative:
Sensor 3mh00uqpg4r has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The ustomer received a "scan timeout / scan error" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness however upon regaining consciousness, they were able to self-treat with food (toast). No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. The ustomer received a "scan timeout / scan error" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness however upon regaining consciousness, they were able to self-treat with food (toast). No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.